Event description:
During incoming/labeling operation found the following defect. Details of the defect is damage like a hole or rip on tyvek.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Customer complaint indicated that the tyvek was damaged with a hole or rip. The condition of the sales unit carton was poor with signs of crushing or compression. Each of the six packages was visually examined and checked for damage. Each had a similar marking/damage in the same place at the end of the knob, as well as scrapes on the blister side aligning with the damage on the tyvek. There was evidence of compression on each package. The three worst packages were identified and tested. One package had a small slit on the tyvek which was positioned just over the edge of the knob. Dye test performed confirmed hole in one package. Based on the information the customer provided and the inspection of the primary package and sales unit package has been determined that the defect observed is likely due to mishandling of the sales unit package causing the damage in the primary package. This defect was determine to be externally caused. Lot history records were reviewed. No protocols, defects, non-conformances or quarantine noted. The product met all in-process and finished goods specifications upon release of the product.